Event description:
It was reported that the ilet issued an ¿unable to proceed¿ followed by recurring alert 32 after supply changes and restarts; a full supply change initially resolved the alert, but it recurred and a replacement device was arranged, with the event characterized as a delivery motor communication issue and an associated complete blockage involving the tube component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem consistent with a delivery motor communication error and a blockage related to the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.